Event description:
Per the info provided to co by the physician's office, the device was removed due to "leakage of fluid-tubing from left cylinder to pump broken completely into [slc]." As reported to co, only the pump and connectors were removed and replaced.

Manufacturer narrative:
A pump and two portions of tubing were returned for eval. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been rec'd. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be rec'd, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed a complete separation of each of the outlets. The obvious separations of components at these sites would allow leakage. The serialized outlet is separated through the strain relief and the non-serialized outlet is separated through the outlet tubing adjacent to the strain relief. Examination of the surfaces of the complete separation of the serialized outlet revealed markings characteristic of stress(s) induced rending. Further examination revealed a confined area of abrasion and crease mark, posteriorly. On the pump side, adjacent to the separated edge and a crease mark, posteriorly, on the tube side, adjacent to the separated edge. Examination of the separated surfaces of the non-serialized outlet revealed markings indicating contact with sharp instrumentation. Because these components were released according to mfg and quality control procedures, qa concluded that the observed damage to each of the outlets occurred subsequent to the device packaging being opened. Based on qa's examination and the limited info rec'd, qa concluded that while in-vivo the serialized outlet was partially kinked, and that this positioning in combination with device usage over time contributed to sufficient stress(s) to rend the strain relief at the noted site. This separation would have allowed the loss of fluid and rendered the device inoperable. Because the observed damage to the non-serialized tubing indicates a deliberate separation of the tubing, and because the expected use of the devices combined with this damage would have resulted in an earlier detected fluid loss, qa concluded that this damage most likely occurred at or subsequent to explant.